Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed a broken stay safe. There were visual indications of dried fluid within the cassette compartment on the pump and indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area. The screen brightness check failed. When powering on the on the cycler the ¿ok¿, ¿stop¿, and ¿up/down¿ arrow push buttons illuminated, but the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code 2251 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A good inverter board was installed, and the display became operational. The system air leak test passed. The valve actuation test failed. The failure was traced to an open coil in valve #09. Valve #09 was replaced for further testing. The valve actuation test then passed. The teach pumps test passed. A pre-ast 15 min 1000ml simulated treatment was completed without any issues. There were visual indications of dried fluid under the pump assembly and the bottom cover with an undetermined cause. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed due to an open circuit traced to component failure. Additionally, an internal short on transformer one (t1) on the inverter board was identified. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that a liberty cycler alarmed with a ¿balloon valve leak¿ alarm in dwell 2 of 5. The patient was connected during the incident, so they clamped all of the lines and canceled the treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment manually. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.